Event description:
The lvad was implanted on 1/29/1998. On 8/2/1998 the manufacturer was informed that the lvad rate in auto mode climbs to 140 beats per minute and flows drop to approx 3 liters per min. Pt brought to the operating room for exploratory surgery. The surgeon confirmed an air leak in the perc tube where it connects to the lvad. The lvad was removed and the pt was reimplanted with a new lvad. Except for incisional pain, the pt was fine and was scheduled to be sent home while awaiting a donor heart.